Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging a calcode issue with her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient contacted lfs concerned that code 27 appeared on the meter every time she inserted a test strip; she noticed the issue at 8am on (B)(6) 2018. The patient manages her diabetes with novolog and lantus insulin (no adjustment). She denied making any changes to her usual diabetes management routine after noticing code 27. She reported that a couple of hours later, she became ¿thirsty¿. She denied receiving any treatment for her symptom above or beyond the usual routine of diabetes care and management. During troubleshooting, the cca discovered that the patient¿s meter had been coded incorrectly. The cca walked the patient through recoding the meter and the issue was resolved. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. Thirsty, after having difficulty obtaining a blood glucose result on her meter because it had been coded incorrectly.